Event description:
It was reported that pump housing was damaged while customer continued to use pump. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode before returning device, understood need to enter pump settings into replacement pump, and was advised to reconnect continuous glucose monitor to replacement pump, with device return expected and warranty replacement process initiated.